Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, requiring remote assistance to resolve a database error. The customer stated that this malfunction delayed medication dispensing to patients, particularly affecting night nurses who couldn¿t access the safe storing IV drip medications. Nurses had been requesting the medication for 20¿25 minutes, and it was noted that if the delay persisted, they might forcibly access the safe. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system requiring remote assistance to resolve a database error. A technical support specialist dialed into station, checked the logs and performed full synchronization. The tss then logged out of the carefusion administrator (cfnadmin) account and logged in using the carefusion application (cfnapp) account. Users were able to successfully log in afterward. The system functioned as intended after the technical support specialist troubleshot the device.